Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaints and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaints, freestyle freedom lite meters and freestyle test strips. No trips were observed or no confirmed complaints if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6)2017 a customer reported ¿for the past few days¿ he had been attempting to test using his adc blood glucose meter but was receiving an error-3 message, and unspecified error message, and that the test would not start after a sample was applied. As a result of these issues the customer went to an emergency room as he was unable to obtain a reading using his adc meter. The customer reported receiving a reading of ¿around 400 mg/dl¿ on the hospital¿s meter. He was treated with an insulin injection and an ¿IV bag¿. The customer mentioned that he was recently diagnosed with diabetes and had a doctor¿s appointment on the following day to go over his medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a customer reported ¿for the past few days¿ he had been attempting to test using his adc blood glucose meter but was receiving an error-3 message, and unspecified error message, and that the test would not start after a sample was applied. As a result of these issues the customer went to an emergency room as he was unable to obtain a reading using his adc meter. The customer reported receiving a reading of ¿around 400 mg/dl¿ on the hospital¿s meter. He was treated with an insulin injection and an ¿IV bag¿. The customer mentioned that he was recently diagnosed with diabetes and had a doctor¿s appointment on the following day to go over his medications. There was no report of death or permanent injury associated with this event.